Event description:
At the gamma3 nail surgery, while reaming the proximal mart the shaft of the im reamer was broken. Acccording to the surgeon, the bone of the patient was not so hard and he did not applied unusual torque to the reamer.

Event description:
At the gamma3 nail surgery, while reaming the proximal mart the shaft of the im reamer was broken. According to the surgeon, the bone of the patient was not so hard and he did not applied unusual torque to the reamer.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the reamer to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 14 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reamer broke in a brittle fracture due to a torsional overload: the inner spiral is left winded; therefore it got constricted during counter-clockwise drilling. After the inner spiral was broken the outer spiral followed also in a brittle fracture. Counter-clockwise drilling is not allowed according to the IFU. In correlation with the age of the device (14 years) a fatigue of the material and a pre-damaging could not be excluded. The case is attributed to an insufficient handling by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.